Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin's gauge was inaccurate. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer¿s blood glucose level was 213 mg/dl.